Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Additional information has been requested and received. The product was used on the chest. No hematoma was formed, only a bruised skin color. Was there any medical or surgical intervention performed to treat the hematoma (product removed; re-operation; prescription medication)? If so, please specify. No treatment was performed for the symptom. If medication was required, please clarify if it was prescription strength. No treatment was performed for the symptom. What is the most current patient status? The patient's condition is fine after that. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. The product was used on the chest. No hematoma was formed, only a bruised skin color. Was there any medical or surgical intervention performed to treat the hematoma (product removed; re-operation; prescription medication)? If so, please specify. No treatment was performed for the symptom. If medication was required, please clarify if it was prescription strength. No treatment was performed for the symptom. What is the most current patient status? The patient's condition is fine after that. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? What is the procedure date (dd/mm/yyyy)? What date did the hematoma occur on (dd/mm/yyyy)? Can you identify the lot number of the product that was used? Was there any issue with the drain? How was the reservoir issue identified? How was the reservoir issue addressed? Was a new reservoir used? No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown breast and endocrine surgery on an unknown date and a reservoir was used. A bruise-like color developed on the patient¿s chest, suspected as probably due to low suction pressure. No treatment provided. No sample will be returned. The patient's condition reported as fine. Additional information has been requested.